Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062912. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The patient experienced hypersecretion of gastric fluid, stoma site redness, foul smelly discharge and stoma site irritation. During a nurse visit for an stoma site evaluation, the patient was noted to have intense redness of 7-8cm in diameter that worsened. A gastroenterologist estimated that it was due to the hypersecretion of gastric fluids, which in turn caused irritation of the area due to the acidity. The patient was treated with augmentin and ceclor.